Event description:
It was reported that the atrial lead exhibited a high bipolar impedance of 1453 ohms. The bipolar capture threshold had also increased. The patient was programmed to unipolar pace and sense configurations and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.